Event description:
It was reported that at the end of therapeutic endoscopic retrograde cholangio pancreatography ercp procedure in a 80 year old, caucasian, female patient, the lithotriptor handle broke due of the size (30mm stone) and hardness of the stone in common bile duct. The procedure was unable to be completed and the patient was transferred to the hospital in the operating room wherein a emergency surgical procedure was conducted and the stone was able to be removed. The procedure turned out well according to the physician. Reportedly, the stone was a biliary stone. The part of the lithotriptor handle that broke was cranked on the handle. The stone was too strong, when the user put the ratchet on and went to crank, no tension was created. This indicates the basket was still tightening around the stone to crush it. The stone was able to be removed surgically. Follow-up information received that the patient made a full recovery with no adverse effects or complications reported. No pre-existing conditions reported. The patient was discharged. The report is related to the following linked patient identifier (B)(6).